Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a separation between the pebax and the electrode section, and reddish material was observed inside. A screening test was performed, and the device was recognized and visualized correctly; however, error 106 was displayed on the screen due to an open circuit at the tip area. The force sensor error reported by the customer was confirmed. The potential cause for the open circuit could not be determined. The potential cause of the separated electrode could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially, it was reported that an error 106 alert code occurred after the catheter was plugged into carto, and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. The catheter was not used in patient. The force sensor error (106) and out-of-box failure were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 07-nov-2024, there was a separation noted between the pebax and the electrode section, and reddish material was observed inside. This was assessed as MDR reportable with an awareness date of 07-nov-2024.